Manufacturer narrative:
H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the captor valve on a flexor sheath for a zenith flex aaa endovascular graft bifurcated main body leaked. When flushing the device prior to use, the captor valve of the sheath was noted to be leaking. The leaking occurred between the sheath and the rubber gasket. The sheath was not used and did not make patient contact. The procedure was completed by using the sheath from another zenith flex aaa endovascular graft bifurcated main body and the graft was successfully implanted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device was returned to the manufacturer on 22may2025. A preliminary device failure analysis confirmed the leaking valve assembly which resulted in leaking at the junction interface between the sheath and valve assembly components.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that the captor valve on a flexor sheath for a zenith flex aaa endovascular graft bifurcated main body leaked. When flushing the device prior to use, the captor valve of the sheath was noted to be leaking. The leaking occurred between the sheath and the rubber gasket. The sheath was not used and did not make patient contact. The procedure was completed by using the sheath from another zenith flex aaa endovascular graft bifurcated main body and the graft was successfully implanted. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used and opened device with no label was returned to cook for evaluation. It was confirmed that the device leaked from under the black rubber gasket when flushing the device in the closed position. The device was returned in the open position. No other was damage noted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed non-conformances that were scrapped prior to further processing or reworked and reinspected. A complaint history search did not reveal any other complaints against this reported lot. Cook also reviewed product labeling. The device was packaged with IFU t_zaaaf_rev5. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 11 directions for use. General use information. Endovascular stent grafting is a surgical procedure, and blood loss from various cause may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow. 11.1.1 bifurcated main body preparation /flush. 1. Remove gray-hubbed shipping stylet (from the inner cannula) and dilator tip protector (from the dilator tip). Remove peel-away® sheath from back of hemostatic valve. (Fig. 5) elevate distal tip of system and flush through the stopcock on the hemostatic valve until fluid emerges from the side port near the tip of the introducer sheath. (Fig. 6) continue to inject a full 20 cc of flushing solution through the device. Discontinue injection and close stopcock on connecting tube. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, DHR, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause for the reported failure could not be established for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.